Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. Bench testing revealed that the ventilator charge status led was red. The ventilator instantly shut down with an audible and visual alarm when the external power source was removed. It is recommended that the internal battery be replaced to correct the reported problem.

Event description:
It was reported that the ventilator shut down while connected to a patient. It is unknown if the ventilator had an audible alarm when the reported problem occurred. No patient harm reported.